Event description:
It was reported that the pump touch screen was black with lines, affecting their ability to interact with the pump and read the display. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.